Event description:
A home patient's spouse contacted baxter's technical service center regarding a system error 2240 message the appeared on the display of the home patient's homechoice machine during drain 1/4 of their automated peritoneal dialysis therapy. Reportedly, the home patient had disconnected their transfer set from the patient line of the homechoice set during a dwell phase, and did not return in time for the following drain cycle. The home patient reconnected themselves to the setup and received the system error alarm shortly after. Baxter's technical service center assisted the home patient's spouse in ending therapy early. Therapy was completed manually. No patient injury or medical intervention was associated with this incident per the home patient's spouse.